Manufacturer narrative:
Product analysis: analysis noted that the cursor and the stylus were not aligned on the lower corner of the screen. This programmer had been returned multiple times for the same issue. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.